Event description:
It was reported that merlin.net transmission revealed, the right ventricular lead exhibited low impedance. No intervention or patient symptoms were reported. The patient would be monitored.

Event description:
New information states that the lead continued to exhibit low impedance. The lead was capped and replaced. The patients condition was good post procedure.